Event description:
Related manufacturer report number: 2017865-2024-00779. It was reported that he patient presented for remote follow up via merlin.net. A review of the transmission revealed high pacing impedance measurements exhibited by both the right atrial and right ventricular leads. The patient was scheduled to replacement and the lead were explanted. The patient was stable.